Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 08-apr-2016, fse returned to the site to address the reported event. Fse performed a decontamination procedure which resolved the issue. No further action required was required by field service. The most probable cause of the reported event was due to contamination of the tubing lines.

Event description:
On (B)(6) 2016, during preventative maintenance of their a1a-360 analyzer the field service engineer (fse) noted fluctuations in rates of the device. The customer reported that the system had been idle for an extended period of time. On (B)(4) 2016, a field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of ckmb and ctni2 patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.